Event description:
Customer called to report damage to the insulin pump. Customer also reported a blank display screen. Customer's blood glucose reading was 110 to 120 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, broken off end cap, and cracked reservoir tube lip.